Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection revealed that the tubing was cut. Therefore, the reported condition was confirmed. An assignable root cause could not be identified. New sensors were installed into packaging sealing machines in order to detect any set left protruded from its pouch. This issue has been escalated to CAPA. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter (B)(4) a continu-flo solution set in which the line was broken in half. The alleged defect was observed before use. There was no patient involvement. Therefore, there was no patient injury, medical intervention or adverse events associated with this report. No additional information is available.